Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced light headedness. Holter monitoring revealed pauses. The patient presented in clinic for follow-up. Review of electrograms revealed ventricular noise leading to pacing inhibition. The right ventricular lead was explanted and replaced. The patient was stable before, during and after the procedure.